Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, when the delivery device was removed, the patient coughed up the capsule. The patient was not injured following the procedure.